Event description:
Two patients came for pump disconnect from our infusion center and reported that their pump power went out, screens were dark. New batteries are used with each medication cycle, but when the batteries were removed and reloaded, patients were able to turn the pump back on and restart the infusion. One patient noticed the pump was off 1 hour after the pump malfunctioned and was able to complete the infusion. The other patient didn't notice the pump was off for almost 5 hours and was unable to complete the infusion due to planned event. Delivery of pump's medication was compromised. They both reported that this problem was not a new problem, and both had experienced this issue before. Ref report: mw5164121.